Event description:
It was reported that possible externalized conductors were noted at the proximal level. Measurements showed no electrical anomalies and normal impedance. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.